Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The sample was functional leakage tested, and no leakage was detected. To replicate the reported defect of air in line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The pump mv range was recorded to range from low value of 841 and high value of 876. Additionally, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: went to give platelets and primed the tubing. Once platelets were running tubing filled with air. Line was unable to be used. No injury reported.